Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the pipette, lld contact spring, tube lifter, and associated cables in the reported problem area of the pipetter assembly (set of 12 pipettes).